Manufacturer narrative:
A replacement pump was sent to the customer. Attempts to contact the customer to obtain additional info are ongoing and incomplete. The original product has not been received as of the date of this report. Should additional information or the original device become available resulting in new, changed, or corrected info, a follow up report will be filed at this time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issue of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294; breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported that their pump in style breast pump would not power on and that they had mastitis which has been treated with antibiotics by their physician.